Manufacturer narrative:
Concomitant medical products: w4tr03 crt-p implanted:(B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. A new crt-p system was implanted three days later. No further patient complications have been reported as a result of this event.